Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Exact date of implant is unknown. Initial implant procedure was reportedly completed approximately four years ago. Part of implant remained in the patient. Device was not completely explanted. Device is not expected to be returned for manufacturer review/investigation. Part of the implant remained in the patient. Removed screw head was disposed by the user. This report is for one (1) unknown screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, the surgeon was performing hardware removal of a plate and screws from the distal fibula. During the procedure, the head broke off of what appeared to be a long 3.5 cortex screw. The surgeon was using a conical extraction screw to remove the screw when the head broke off. There was a fifteen (15) minutes delay in surgery as the surgeon attempted to remove the screw shaft with pliers and the screw removal set. The surgeon made the decision to leave the implant in place and the surgery was successfully completed with no harm to the patient. The patient outcome was reported as fine with no complications. The plate and an unknown quantity of screws was originally implanted approximately four (4) years ago due to a fibula fracture and was being removed at the patient's request. Concomitant device reported: conical extraction screw for 2.7mm & 3.5mm cortex screws (part # 309.520, lot # 8602006, quantity: 1). Plate (part # unknown, lot # unknown, quantity 1). Screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).